Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the polymer of the fast fix 360 was stuck in the capsule, detached from the ultra braid thread and was not possible to deploy the t2. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The device IFU warns: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ it is unclear whether the device was retained secured or was recovered. If a portion of the device remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If retained, it is unknown if the device will migrate and there is potential risk for tissue inflammation and/or pain. The procedure was completed using a backup device without a surgical delay or further reported complications. The patient impact beyond the reported cannot be determined. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.